Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify unexpected battery power loss or low battery alerts due to critical pump error (open book image) alarm.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Troubleshooting was done for critical pump error alarm. Customer also mentioned that they noticed open book image on the screen. Customer reported that no any other alarm was displayed before the open book image was displayed on the screen. Insulin pump alerted with replace battery now alarm. Troubleshooting was done for replace battery now alarm. Customer stated that the insulin pump received a low battery alarm prior to the replace battery alarm. Timing was less than 8 hours from the low battery alarm prior to the replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.